Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges cuff is not holding air during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The device has been out of warranty since (B)(6) 2009. The sample was received used and not in the original teleflex lma packaging. The airway tube was observed to be yellowish. The device was inflated and unable to hold air. The device was immersed into a beaker of water and air was also blown into the device. Air bubbles were observed escaping from the cuff. There was a cut/puncture observed on the cuff surface about 2mm long. The reported defect was confirmed through functional inspection. The device most likely was punctured inadvertently after 12 cycles of use due to handling. Placing, washing or autoclaving the device with items with sharp edges/points should be avoided as it will have irreparable damage to the silicone material of the cuff. Lma proseal is reusable and warranted against manufacturing defects for forty (40) uses or a period of one (1) year from date of purchase (whichever is earlier).

Event description:
The event is reported as: the customer alleges cuff is not holding air during use. There was no patient harm reported.